Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation demonstrated that all keypad buttons activated desired pump functions when pressed however, adhesive was found under the keypad button contacts. Unrelated to the complaint a cs 064 alarm was observed during the load cartridge step and the piston did not move during rewind. This issue is generally obvious and detectable by the user and is unlikely to cause an adverse event. Also unrelated to the alleged issue, the pump returned to default date and time after rebooting. The pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's daughter called animas alleging that the keypad buttons were getting worn out and the patient believes they are getting harder to press. At the time of the call the patient was pressing the pump buttons and believes the up and down arrow buttons were more difficult to press. The pump reportedly does not get cleaned. There is no evidence of misuse of the product. There is no reported patient impact associated with this complaint.